Event description:
On (B)(6) 2022, the patient was treated for an aorto-iliac aneurysm and was implanted with gore® excluder® aaa endoprosthesis and with bilateral gore® excluder® iliac branch endoprostheses. As reported, the patient was also implanted with gore® viabahn® vbx balloon expandable endoprostheses and there was no complaint or identified adverse event related to theses devices. As reported, on november 18th, 2022, the gore field sales associate was notified by the physician that computed tomography (CT) showed that the gore® excluder® aaa endoprosthesis, trunk ipsilateral leg component appeared to have collapsed and was thrombosed. As reported, the patient was admitted on (B)(6) 2022, for lysis of the gore® excluder® aaa endoprosthesis, trunk ipsilateral leg component. As reported, the graft was successfully opened back up. As reported, the right hypogastric was confirmed as open. As reported, the previously implanted stent in the left hypogastric is not open, but the limb itself is open. On (B)(6) 2022, the patient underwent reintervention. As reported, under intravascular ultrasound (ivus) the gore® excluder® aaa endoprosthesis, trunk ipsilateral leg component appeared to be wide open. As reported, the physician couldn¿t explain why the graft had compressed at the top to begin with and chose to aptus the top of the gore® excluder® aaa endoprosthesis, trunk ipsilateral leg component. As reported a pla260300 was placed and the physician also used aptus on this. As reported final angiogram and ivus showed the graft wide open. As reported there was no action taken to address the left hypogastric artery and the patient tolerated the procedure.

Manufacturer narrative:
Code b15, analysis of data provided by user/third party: imaging was provided from the treating facility for consideration. Code b20, the medical device was not returned to gore for direct analysis, therefore, a direct product investigation could not be performed. According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to occlusion. The imaging evaluation performed by a clinical imaging specialist showed the following: two jpgs submitted for evaluation. Images received via (email) with no patient identifier or date of acquisition in image. Dicom images submitted at a later date. Length from the right lowest renal to the proximal end of the compressed graft measures 9.7 mm. Diameter at the lowest renal measures 21.3 mm. The device did not maintain its intended expanded diameter post implantation. The proximal end of the device is compressed. The report of device compression is consistent with the observed crescent-shaped appearance of the device along the lateral arterial wall. The right side of the implanted device is occluded for a length of 30.7 cm on centerline reconstruction. The left side of the implanted device is occluded for a length of 28.6 cm on centerline reconstruction. The devices implanted in the internal iliacs are occluded bilaterally. This is consistent with the reported collapse and thrombosed of the device. Images on pages 11-13 show a non-contrast phase on the left, arterial phase in the center, delay phase on the right. The are patent lumbars present, patent ima and contrast outside of the implanted device on the arterial and delay phases. There is a type ii endoleak present. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: added investigation conclusion code d12. D15 remains unchanged.